Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had a synchronization error and could not connect with the 3d option, and also did not work in 2d. The issue occurred before the therapeutic laparoscopic cholecystectomy procedure. There was a 5-10 minute delay in the procedure, and the patient was under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that moisture intruding from this leak location caused a temporary abnormality in electronic components such as the connector board and imager inside the scope, causing the incident. It is also likely that some kind of abnormality occurred in the system settings. According to the 3dv-190 instructions for use, it states that if there is an abnormality in the signal or connection between the 3dv-190 and cv-190, a synchronization error may be displayed. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use ¦precautions for 3d endoscopic image ¦precautions for disappeared or frozen endoscopic image. (Reference) according to the IFU of 3dv-190, synchronization errors are described as follows. 9.2 troubleshooting guide the endoscopic image is not displayed in 3d mode, or the ¿sync error¿ indicator is lighting up. Two video system centers are not in synchronism. Terminals of the visualization unit and the ¿hd/sd-sdi¿ terminals of two video system centers as described in section 3.5, ¿connection of the video system centers (cv-190)¿. Set the video system center (cv-190) correctly as described in section 4.7, ¿setup of the video system centers¿." Olympus will continue to monitor field performance for this device.